Event description:
Medtronic received information that positioning and deployment difficulties were experienced during the placement of this transcatheter bioprosthetic valve. The valve was successfully deployed after use of the release techniques outlined in the instructions for use. Following deployment, the device popped out of its intended position after its release from its delivery catheter system. A second valve was successfully implanted. Following the completion of the procedure, the patient exhibited difficulty breathing after being extubated; the patient was re-intubated and a transesophageal echocardiogram was performed. A blood clot was identified in the patient¿s right atrium and vena cava. The physician reported the clot was not related to this device or its implant, as access for the valve implant was gained through the left atrium. The patient expired later that day; the death was attributed to the blood clot.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Positioning difficulty is often influenced by patient anatomy and user technique. Potential factors that can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others. A conclusive root cause of the reported events could not be established from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no allegations against the dcs, which was discarded after its use. The implanted valves were not explanted. (B)(4).